Manufacturer narrative:
The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the unit was received pressurized. The enclosure¿s inner and outer screw holes were damaged. The foot pedal cord was damaged. Nothing was found to be bent on the device. A functional evaluation revealed a failed weight test. The piston migration was at 2.6 inches. The foot pedal functioned as designed. The reported failure of ¿bent¿ was not confirmed. The reported failure of ¿pieces falling apart¿ was confirmed. Factors that could have contributed to the reported failure include an impact event inconsistent with intended use. The device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review concluded this was a repeat issue. It is recommended that the spider 2 instructions for use be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, pressure cups and pressure rings. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, the "spider 2 tenet" was bent, plastic pieces were falling apart. The incident occurred after the procedure; therefore, there was no patient involvement. Results of investigation have concluded that this unit failed the weight test which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.